Manufacturer narrative:
(B)(4). Date of event: publication year of 2018. Batch # unk. This report is related to a journal article, therefore no product will be returned for analysis and the device history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide how many of the patients who developed intra- and postoperative complications used the harmonic ace. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. (B)(4).

Event description:
It was reported via literature entitled: comparison of the thunderbeat and other energy devices in laparoscopic colorectal resection: a single-center experience. Authors: thomas surya suhardja, mbbs, pgdipsurganat, ms, fracs, shana norhadi, mbbs, pgdipsurganat, eric ee, mbbs, fracs, and brian hodgkins, mbbs, fracs. Citation: journal of laparoendoscopic & advanced surgical techniques volume 28, number 12, 2018. Doi: 10.1089/lap.2018.0208. The objective of this prospective trial was to compare outcomes in patients undergoing laparoscopic colorectal resection (lcr) with thunderbeat (tb) versus ligasure¿ (ls) or harmonic ace (ha); ethicon, for both benign and malignant colorectal diseases. Of the 114 patients included in the study, 48 patients (21 males, 27 females) underwent lcr with tb (tb arm) and 66 patients (35 males, 31 females) underwent lcr with ls or ha (ls/ha arm). Data were collected prospectively for 6 months (6 months from june 2015) for the tb arm and were compared to the retrospective data for the ls/ha arm from the preceding 6 months (october 2014 to march 2015). The median age was 65.5 years (age range, 19-90 years) for patients in the ls/ha arm. Dissection and vessel sealing were carried out using either ha or ls or tb. In the ls/ha arm, 2 patients experienced intraoperative bleeding in the ls/ha arm and were related to bleeding on the lateral pelvic wall during total mesorectal dissection, and bleeding during ligation of a thick and edematous mesocolon due to inadequate vessel sealing. Both cases required conversion to open procedure. Six patients developed prolonged ileus and 2 patients had anastomotic leak postoperatively. In conclusion, the authors reported that their dataset had the largest number of cases comparing tb and other energy devices in laparoscopic colorectal cancer surgery. All appeared to be equally safe and effective.